Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Addendum added 23 jun 2015: the complaint was reopened due to 3 cds of x-rays returned. These were reviewed by bioengineering and a statement was received stating: the x-rays on the cds provided have been reviewed per wi-7915. No implant fracture or implant disassociation were identified. The above conclusion remains the same. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Report of potential claim received from (B)(6) regarding revision of pinnacle mom hip implants. Date of revision confirmed, reason for revision not provided. Complaint reopened 13 may 2015 as patient medical records received from (B)(6) on 8th may - km. Update rec'd 8 may 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address pain and increased metal ion levels. Upon revision alval appearing tissue was found. At this time the patient's head, liner, and stem are being reported. The complaint was updated on: 06/03/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).